Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.